Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, as the issue had not been previously reported or reset by the customer within the last 24 hours. After resetting, the malfunction code did not recur, and the customer was advised they could continue using the pump while being instructed to call back if the issue recurred.